Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set leaked due to a bent cannula and he experienced elevated blood glucose as a result. No adverse event was reported. The alleged product was replaced and requested for evaluation.